Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for routine follow-up, multiple episodes of non-sustained rv oversensing were observed. After reviewing the stored egm, myopotential oversensing was suspected. Oversensing was not reproducible with isometrics. Programming changes were made. Patient&#38112;condition was good.